Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple alarms. However, the customer was unable to provide the specific type of alarm. Reportedly, when the customer attempted to change the cartridge during a routine supply change, the pump displayed a message stating that the customer should load a new cartridge onto the pump. Each time the alarm was declared, the customer was successfully able to load a new cartridge and resume insulin delivery. There was no information provided regarding the customer's blood glucose level. The customer stated back up therapy would be obtained. Tandem technical support offered to follow up to verify that customer obtains back up therapy, however, the customer declined.